Event description:
It was reported that the asymptomatic patient presented in the operating room for a generator change for normal eri. During the procedure, it was noted after an right ventricular sense test that the implantable cardioverter defibrillator was post paced t-wave oversensing. The device was explanted and replaced, and the patient was stable afterwards.